Event description:
Consumer reported an event with unspecified band-aid liquid bandage. Consumer stated that the following: I put this on my arm and about a week after I put it on there, I passed out with poison in my system. I used this product and it turned into poison. It costs me almost my life. And I have lost my legs. I have lost my fingers. I also have a hole in my stomach. Also my skin started falling over so they transferred me to burns center in georgia. I put your product on my arm and a week later after I put it on that spot it turned septic that means poison. I lost both of my legs, I got holes in my stomach, and made my kidneys shut down. I healed up well, but the stuff got in my blood. I cleaned it up and I used your product, your product got in my blood stream and I passed out and they took me to the hospital and they told me I was going to die. I went to another hospital and they cut my legs off and I have holes in my stomach. I am living today. It has been 2 years, so I could get my memory back. I was in a coma and I was on life support. At this time, this event is being reported with an overabundance of caution. Very limited information was provided regarding the actual product (lot number, sku and specific product name were not provided when requested) and johnson &; johnson discontinued the product in the united states on 26-oct-2008. Consumer alleges to have used the product 9-24 months ago (past expiration).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity were not provided for reporting. This report is for one (1) band-aid liquid bandages unspecified USA notapplicable balqxdusunsp balqxdusunsp, lot number is unknown. Upc #, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Based on reported information, consumer used unspecified product once on arm 2 years ago, and a week later had developed (e0306) sepsis (described as poison, got holes in stomach, made kidneys shut down, stuff got in blood, skin started falling over, was hospitalized, legs and fingers amputated), went into (e011901) coma (described also as passed out and was on life support). At this time, this event is being reported with an overabundance of caution. Very limited information was provided regarding the actual product (lot number, sku and specific product name were not provided when requested) and johnson &; johnson discontinued the product in the united states on 26-oct-2008. Consumer alleges to have used the product 9-24 months ago (past expiration). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.